Event description:
It was later reported that the physician elected to monitor the lead with the help of remote monitoring transmissions being reviewed every two weeks, rather than a surgical replacement. The rv lead remains in use.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the right ventricular (rv) lead was oversensing with three ventricular non-sustained tachycardia episodes less than equal to 210 milliseconds between (B)(6) 2011 and (B)(6) 2012. Concomitant products: 4076, implantable pacing lead; 4195, implantable pacing lead. (B)(4).

Event description:
It was reported that based on the stored electrogram data that a right ventricular (rv) lead fracture was suspected. The rv lead is planned to be replaced. No patient complications have been reported as a result of this event.